Manufacturer narrative:
On (B)(6) 2011, the customer performed twice weekly maintenance and replaced the na electrode on the next day. The event occurred after replacement of the electrode. The instrument was re-calibrated. Qc run after calibration was high. A field service engineer (fse) was dispatched: the fse found the quad ring and spacer reversed in the electrolyte injection cup (eic) and found that the face of the na reference electrode was broken. Repairs were made and verified. As of (B)(4) 2011, there are no further ise related calls from the customer in service history.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na, potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc)) results generated by the unicel dxc 800 pro synchron clinical systems for one patient. The sample was repeated on another instrument and the lower results were reported. The high results were not reported out of the lab. Patient treatment was not affected.